Event description:
It was reported that the pump was explanted due to "lack of effect", "not receiving pain relief" and "uncontrolled pain." The implanted system never worked to cover the pt's pain. The severity was moderate. No rotor study was performed. The drug in the pump was clonidine; conc. 100mcg/ml, 5mcg/day. The pump was explanted and not replaced on (B)(6) 2010. The pt recovered without sequelae. The explanted device was sent for analysis.

Manufacturer narrative:
(B)(4). Final analysis of the pump reported s2 corrosion and/or mechanical wear that did not result in a motor stall during bench testing. There were no safe states, elective replacement indicators (eri) or resets noted during bench testing. The pump alarm was programmed for a 2 tone test where the decibel level was measured and passed. Visual inspection of the pumphead housing compartment revealed there were moisture drops on the bottom side of the inner cover. Slight corrosion, residue were seen on and around the pins on the top, bottom side of the pumphead and inside two of the roller arms. Final analysis of the returned catheter segments, pump connector, a 24.0 cm piece and the 56.5 cm portion to the distal tip revealed no anomalies. On microscopic inspection, the catheter was patent, passed flow and in line pressure testing.

Manufacturer narrative:
(B)(4). Further analysis of the pump revealed pump motor o-ring wear